Event description:
Patient was revised to address patella crepitus. The femoral component and patella implant were not removed.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided femoral component product lot combination since it's release for distribution. A complaint database search was not possible as the product lot code required was not provided for the patella component. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. It was communicated that no additional information would be made available. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.